Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies to address the alarms. Customer cleared the other occlusion alarm and resumed insulin. Customer¿s blood glucose level was 101 mg/dl.